Manufacturer narrative:
Veran is submitting this MDR as part of an overall retrospective review in response to an FDA form 483 that was issued to the firm as of january 2019.

Event description:
Veran system operated as intended. Patient was a (B)(6) year-old female patient with a history of smoking. Physician segmented a nodule located in the left lower lube that was 25.9mm with 17.74mm of motion. Physician utilized point-grow feature to grow out a portion of an airway leading to the target. Physician stated this was a slow-growing lesion, but suspected malignancy. Physician attempted to reach the target using the oval cup forceps, but was unable to reach the target. Physician then decided to reach the target using the spin xtend 21ga needle. The rt opened the package and stated that the needle was not in the lock position. The needle was partially deployed and the rt stated that he did not engage the needle. The needle was returned to the lock position and inserted into the therapeutic scope. The sheath of the needle was adjusted to be just at the end of the scope. Upon introducing the needle, the needle was set to '0' and the physician began navigating towards the area of interest. The physician then noted the patient bleeding. The needle was checked and was still in the '0' position. The instrument was removed and we verified that a portion of the needle was not exposed. The needle was fully within the sheath of the instrument. Once the physician contained the bleeding, he decided to use a 21ga needle. Physician stated that he believes that the sheath of the needle tore an area within the patient's airway and that there are a lot of moving components of the instrument. We were able to successfully reach the target, but experienced a coil break on the second pass with the 21ga needle. Physician decided to use a 22ga needle and successfully reached the target. Physician then used the oval forceps and brush to obtain additional samples. Physician concluded procedure w/ bal. Final path pending.